Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level with trace ketones; cause unknown. The customer administered a manual correction injection to address bg. Recommendation made to consult with healthcare provider for diabetes management.